Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 3.00mm x 12mm was returned for analysis. Visual and tactile inspection of the hypotube identified multiple kinks along the length of the hyptoube shaft. A detailed microscopic examination of the balloon material identified a 1mm balloon tear/rupture identified 3mm distal to proximal markerband. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. No issues on the tip profile. The balloon could not be inflated due to the 1mm balloon tear/rupture identified 3mm distal to proximal markerband.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during inflation due to several calcification. The balloon was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during inflation due to several calcification. The balloon was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.